Event description:
Additional information was received from the consumer. It was reported that the patient met with their doctor for follow-up on (B)(6) 2016 and no longer had pain at the ins site.

Event description:
The consumer reported that the patient had pain near/at the implantable neurostimulator (ins) site and the patient was unable to walk when she increased settings after a reported patient fall on (B)(6) 2016; this was considered a sudden change in therapy/symptoms. The patient had fallen backwards and hit a table; the device was hit as well. It was noted that the patient planned to follow up with the healthcare professional office to report the pain and schedule an appointment for a medical assessment of the ins site and check the device. The patient's indications for use included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.